Event description:
Cable broke while being tensioned. Tension was at or near 150 pound mark on single-sided tensioner. Cable broke inside tensioner. There was no adverse consequence for the pt or delay in surgery or anesthesia time.